Manufacturer narrative:
H3 other text : device not returned to the manufacturer

Event description:
The manufacturer received a voluntary medwatch (mw5149499) in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states they "finally became aware of problem" with the device that they have "been using since 2017." The patient alleges developing lung problems and continue with lung inflammation. "This has occurred since [they] stopped using the machine." The patient reported using an ozone-based disinfection device, which "aggravated the problem." They are now using a new device from another manufacturer but have "difficulty adjusting to the new machine," which "has meant sleep loss and other health problems." Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.